Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl and the pump alarmed change sensor and threshold suspend. The customer also indicated that emergency services have been called in the past due to previous low blood glucose episodes. Customer does not have time to discuss the issues and will call back at a later time. Troubleshooting advised customer to remove and change out the sensor. There was no further information provided by the customer or troubleshooting and no further low blood glucose troubleshooting was performed.